Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the ins was explanted on (B)(6) 2018 and that it was discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that patient was in a car accident and has had shocking and stabbing in back and shoulder area during stimulation since car accident. Caller stated the rep attempted reprogramming which did not correct the problem. Shocking and stabbing in back and shoulder area during stimulation. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the shocking and stabbing was first noticed on (B)(6) 2015. The cause was not determined. "The lead could have moved or malfunctioned". Cervical x-rays were ordered to determine the lead placement (B)(6) 2017 and cervical epidural steroid injections on (B)(6) 2018. The shocking and stabbing as of (B)(6) 2018 has not been resolved. The patient is scheduled for ins battery replacement and replacement of the lead on (B)(6) 2018. No further information was reported.